Event description:
The customer reported a holter recording had shown a repetitive waveform that did not look like noise. It only occurred on this recorder.

Manufacturer narrative:
The customer reported a holter recording had shown a repetitive waveform that did not look like noise. It only occurred on this recorder. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.